Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer did not remember whether auto mode feature on insulin pump was active or not.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her daughter experienced high blood glucose level. Customer¿s blood glucose level was 515 mg/dl. Customer¿s mother also stated that the needle was bent. The insulin pump will not be returned for analysis.